Event description:
The customer reported the paddles failed to charge during operations check. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported the paddles failed to charge during operations check. There was no pt involvement. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.